Event description:
Tps handpiece became heated while being used in surgery which resulted in a first degree burn to right side of face just below lip. The handpiece was taken out of service and a new tps handpiece was obtained.